Manufacturer narrative:
This report is submitted on july 10, 2023.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018 to explant the device for unknown reasons.

Manufacturer narrative:
Additional: it has since been reported that the reason for explant (previously reported) was that the patient experienced an infection. This report is submitted on april 9, 2019.